Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include gi bleeding and av malformations. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803 - medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. Devices remain implanted.

Event description:
It was reported from (B)(6) by the staff that the patient was recently diagnosed with gi bleeding which was attributed to a vascular anomaly in the antrum and pyloric canal. The patient was treated with argon plasma coagulation, however, bleeding reoccurred and required re-admission. The patient was transfused with a total of 8 units of packed cells and had 2 double balloon endoscopies which were unsuccessful at locating the bleeding point. The patient was treated with intravenous (IV) therapy and octreotide and thalidomide was introduced. The pump remains implanted.

Manufacturer narrative:
Additional information received states that it was reported from (B)(6) by the hospital staff that the patient was recently diagnosed with gi bleeding after presenting with malaena, a low hemoglobin value and lethargy, which was attributed to a vascular anomaly in the antrum and pyloric canal. The patient was treated with argon plasma coagulation, however, bleeding reoccurred and required re-admission. The patient was transfused with a total of 8 units of packed cells. Final transfusion amount of 14 units of blood to maintain hb >80. Bleeding point not identified despite two balloon enteroscopies, anteograde and retrograde, and mesenteric CT angiogram with heparin provocation. Fresh blood seen in distal jejunum but not able to be reached with balloon. Bleeding controlled medically with cautious anticoagulation and IV therapy (aspirin ceased- warfarin only) octreotide and then thalidomide prescribed for discharge. Patient discharged home, pump remains implanted. Anaemia and anticoagulation are closely monitored. Relevant tests/laboratory data: inrs 2/14/15, 2.8; 2/17, 2.5; 2/20, 2.0; 2/21, 2.2; 2/24, 2.1; 2/27, 3.0; 3/4, 2.3; 3/7 2.1; 3/10, 2.8. Other relevant history: patient has post infarct cardiomyopathy. Implant was preceded by CABG x 4 (date unavailable).gastrointestinal bleeding (gi bleed) has been identified as a known potential risk associated with the use of all ventricular assist devices as outlined in the instructions for use (IFU). Although this event may be related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.